Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: further investigation is in progress. Results are pending part replacements, further testing, and completion of system evaluation.

Event description:
A medtronic representative reported that the line power light on the mobile view station (mvs) and image acquisition system (ias) was not lighting up. The mvs and ias were able to boot as expected; however, the mvs displayed a low battery error, "battery level low/critical message on pendant." During troubleshooting, testing was performed on the power outlet, fuses on mvs power board, power cable, green line power indicator, isolation transformer, and mvs board. An attempt was made to test the motion batteries and battery charger board, however, the power switching board could not be tested because the ias could not be moved in the x direction. The issue could not be resolved during troubleshooting. No patient was present during this event, so no patient demographics are applicable.